Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. According to information provided by our field service engineer, the faulty parts were found to be the nozzle units. The issue was solved by replacing the defective nozzles. Several tests were performed after the replacement, all tests successfully passed. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).